Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was giving alarm 41 (low internal flow). A check of the diagnostics using a shunt tube showed flow visible, but the flowmeter was reading 0. Mss discussed this was indicative of a failed flowmeter.

Event description:
It was reported that the arctic sun device was giving alarm 41 (low internal flow). A check of the diagnostics using a shunt tube showed flow visible, but the flowmeter was reading 0. Mss discussed this was indicative of a failed flowmeter.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.